Event description:
During a procedure, the physician tried to insert the tip of the lasso nav eco variable catheter in the left inferior pulmonary vein (pv) without pushing the entire loop out of the transseptal sheath, the tip of the catheter was out of the sheath. The tip tore a very small amount of the pv tissue out of the patient. The physician noticed that and pulled out the catheter and continued and finished the case with a new catheter. There were no patient consequences.

Manufacturer narrative:
During a procedure, the physician tried to insert the tip of the lasso nav eco variable catheter in the left inferior pulmonary vein (pv) without pushing the entire loop out of the transseptal sheath, the tip of the catheter was out of the sheath. The tip tore a very small amount of the pv tissue out of the patient. The physician noticed that and pulled out the catheter and continued and finished the case with a new catheter. There were no patient consequences. The catheter was visually inspected and an off white and brownish colored material was found on the pu ball tip. In addition, the lasso loop was out of round shape and the spine cover was twisted and squashed with a wrinkle on proximal side of ring #10. The lasso loop and spine cover conditions were not originally reported by the customer. It remains unknown how both were damaged. In regards of the foreign material, a fourier transform infrared spectroscopy (ft-ir) test was performed and the infrared (ir) spectra obtained showed that material had a biological composition similar to what is showed as a human tissue. From these results it can be concluded that the foreign material did not belong to the catheter. The catheter was tested for deflection and contraction and both tests were passed. Furthermore, the catheter outer diameters were measured and device was within specifications. Therefore, it remains unknown how the catheter caught the foreign material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent foreign material stuck on the catheters and damaged devices from leaving the facility. The reported customer complaint was confirmed however, it remains unknown how the catheter caught the material and the origin of it.

Manufacturer narrative:
(B)(4).